Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose 500 mg/dl. The customer reported that they had received the replace battery now alarm. Troubleshooting was declined for high blood glucose and power loss. The customer reported that this was the second occurrence of replace battery now without a low battery warning. The reservoir will not be returned for analysis.